Manufacturer narrative:
Hvad pump was not returned to heartware for evaluation. Review of the manufacturing documentation, DHR review, confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed the increase in power consumption. The device was related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event is thrombus formation or ingestion within the device. Clinical correlation is required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Patient admitted to hospital. Log file analysis review date: (B)(4) 2015; log file dates through (B)(6) 2015. Power consumption above normal operating range. Additional notes: 100 high watt alarms have been logged since (B)(6) 2015. Log file analysis review date: (B)(4) 2015; log files dates through (B)(6) 2015. Normal power consumption. Additional notes: a rise in power consumption has been logged starting (B)(6) 2015, outside normal power consumption. Parameters returned to power consumption within normal operation on (B)(6) 2015. Waveforms indicate a rise in power consumption within normal operation. Current parameters have returned to power consumption within normal operation. The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the "patient came as emergency in the hospital on tuesday, (B)(6) 2015". Patient "indicated that he has high watts since tonight". "The controller shows power increase". "The perfusionist sent log files on (B)(6) 2015". It was stated "our engineers evaluated the log files". It was further stated that they "proposed a lyse therapy if the patient is stable and tolerated the procedure". No additional information provided.